Event description:
Information received on 10/30/2013 states that this lead was explanted on ((B)(6) 2013 due to staphylococcus infection. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).